Event description:
The stent was placed at the neck of the aneurysm in the right internal carotid artery. The physician was repositioning the device when it stretched into the parent vessel. The device was still attached to the delivery wire. The physician decided to use a snare to remove the device rather than gently retracting the delivery wire. The procedure was successfully completed and the patient was reported to be fine post procedure.

Manufacturer narrative:
Additional information was requested from the user facility. Based on the information received the following was determined: the device was prepared and inspected in accordance with the directions for use. Continuous flush was maintained. The device was repositioned using slow and smooth movements in a one-to-one motion under fluoroscopy. No attempt was made to detach the coil and the coil did not detach from the delivery wire. The entire coil was successfully removed.